Event description:
It was reported that spectrum pumps overinfused and underinfused without the appropriate alarms. This occurred during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous (IV) line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.